Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. There was no bleeding noted from the groin immediately following impella placement. During transport, the transport team reported bleeding from the right femoral insertion site, which resolved with the application of direct pressure. During the course of support, extracorporeal membrane oxygenation was initiated on day 2, with extracorporeal membrane oxygenation serving as the primary hemodynamic support device and the impella being utilized for left ventricular venting. While on support, the impella cp device was operating at performance level 5 with expected flows of 2.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. On day 3 of support, a decision was made to withdraw care, and the patient subsequently expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e.